Event description:
Procedure type: low anterior resection. According to the reporter: after applying the device, only the proximal tissue specimen was seen on the device. The anastomosis was inspected and checked for air leak and was judged to be good. Five days post-operatively, the pt was returned to the or because of a local peritonitis due to anastomotic leak. A colostomy was subsequently performed. The pt had a low rectal cancer.